Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) clearlink secondary IV sets did not flow. The clearlink sets were connected to non-baxter primary IV sets. Patient involvement and process steps were unknown. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Four actual samples were received for evaluation. Visual inspection showed that the vent cap was closed on two samples, and in the open position on the other two samples. The samples were functionally tested by spiking into an in-house 1000ml solution bag with no issues noted. All samples were found to be conforming product. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.